Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise due to interaction between the ra and rv leads. The ra and rv lead remain in use. It was also reported that the caller had questions regarding the dates on the remote monitoring network report. Diagnostic interpretation was provided.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2004. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.